Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly place and according to specification. Functional and capability connection test was performed to the male luer and no deviations were found during testing. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was loose when attached to a one-link neutral luer activated device. It was further reported that it would not secure properly resulting in unspecified leakage. There was no allegation towards the one-link neutral luer activated device. The event was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.